Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. When additional information is received a follow up report will be submitted.

Event description:
It was reported that the valve was malfunction. He was admitted to hospital for more than three months after head trauma and bilateral craniotomy with disturbance of consciousness. He was initially diagnosed as secondary traffic hydrocephalus. The patient came to (B)(6) central hospital in (B)(6) 2019 and implanted with fx431-t and fv251t shunts to shunt excess cerebrospinal fluid and restore normal intra-cerebrospinal pressure. Postoperative shunt effect was obvious. CT showed ventricular contraction. About two weeks after the first operation, occlusion was found. The shunt pressure was adjusted to 0. However, CT showed swelling of bone window and ventricular enlargement. After clinical examination and confirmation, suspicion of ventricular end occlusion. In (B)(6) 2019, the ventricular end was replaced by a second operation. The ventricular end was disconnected from the reservoir sac during the second operation. There was obvious cerebrospinal fluid outflow at the ventricular end, and the ventricular end was not blocked. During the operation, the reservoir sac and valve were washed with normal saline, and the ventricular end was connected with the reservoir sac again. It's confirmed of normal discharge of cerebrospinal fluid at abdominal end and normal shunt of cerebrospinal fluid after the second operation. Re-examination in (B)(6) 2019 found that ventricle enlargement and bony window bulging again. Clinical examination and confirmation showed that the pressure storage bag rebounded normally. Theoretically, the shunt tube was not blocked. Pressure value of the shunt tube was 0. Pressure value of the lumbar puncture was about 120. The adjustable pressure valve could not solve the patient's hydrocephalus problem. After communicating with the clinic, a third operation is needed to replace the shunt and to explore the problem of the previous shunt. On (B)(6) 2019, the third operation, our sales were in line. During the operation, the abdominal end was taken out of the body and cerebrospinal fluid flowed out. The shunt tube was unobstructed. It was suspected that there was a problem with the adjustable pressure valve. After replacing the new shunt tube, the bilateral bone window collapsed well and the pressure was 4.

Manufacturer narrative:
Contact information is updated due to expiration of exemption e2017044. Investigation: visual inspection: the valve was returned dry, not submersed in liquid as recommended. The valve was connected to a reservoir and catheter. No significant deformations or damage of the valve were detected during the visual inspection. However, punctures are clearly visible in the membrane of the reservoir. Permeability test: permeability testing found that all components are permeable. Adjustment test: the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test showed that the brake function operates as expected. The braking force is also within given tolerances. Computer-controlled test: to investigate the claim of underdrainage, the opening pressure was measured using a miethke computer-controlled testing apparatus which simulates a cerebrospinal fluid flow. The progav 2.0 valve does not work within the permissible tolerances. Results: it should be noted that the valve was returned dry- not submersed in liquid as recommended. The investigation of dry items is not optimal due to the effect of dry deposits that liquid and blood can have on product performance. In spite of this, the valve was inspected to the best of our abilities. First a visual inspection of the progav 2.0 valve was performed and no significant deformations or damage of the valve was detected. Next the valve permeability, adjustability, brake functionality, brake force and opening pressure of the valve were tested. The opening pressure in the horizontal position at a reference flow level of 5 ml/h was out of tolerance. However, all other specifications were met. The valve works, but in over drainage. Finally the valve was dismantled. No visible deposits were observed inside the valve. Based on our investigation, we were unable to substantiate the claim of underdrainage. The progav 2.0 valve operates at the time of investigation in over drainage. However, the test results are not meaningful, as a possible adherence of dried, invisible deposits cannot preclude a malfunction. We can exclude a defect at the time of product release as the shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.